Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed which observed that the molding chamber had dots of plastic degradation that was part of the same material used to manufacture the molded part. The embedded material was determined to be flexible transparent polyvinyl chloride (pvc). This does not affect the functional operation of the medical device. The reported condition was verified on the actual device as embedded pvc, not particulate matter. The cause of the condition was due to a manufacturing issue. Additionally, two (2) retention samples were visually inspected with no issues identified. The reported condition was not verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) contamination within the drip chamber of a plexitron solution administration sets. The pm was further described as ¿dirt in the internal side of the chamber¿. The pm was discovered during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.